Event description:
Customer called to report a centrifuge bowel leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report drive tube leak during treatment procedure. Customer stated she started the procedure when system pressure alarm occurred. Customer stated she reset the alarm checked the kit for any occlusion or clotting, did not see any so she restarted that procedure, during the purging air phase customer heard a noise from the centrifuge and noted blood in the centrifuge. Customer disconnected the pt and aborted the procedure. Customer did not return any blood or products to the pt. Customer returned product for investigation.

Manufacturer narrative:
Batch record review of lot b327 was conducted. There were no non conformances related to this event type. Lot met release requirements. Complaint lot review conducted and no add'l complaints for drive tube leak were reported to date for this lot. No trends were detected. The assessment is based on info available at the time of the investigation. A root cause has not yet been determined as the investigation is still in progress.(B)(4).